Event description:
A physician reported during an intraocular lens (iol) implant procedure, after implantation haptic looked twisted and was not able to recover back. The procedure was completed on the same day with another iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Iol (intraocular lens) returned positioned incorrectly in the iol case, the optic is pressed against two posts of the lens case base well. Solution is dried on the iol. No problems with the haptics observed. No root cause identified as the reported complaint "haptic looked twisted and was not able to recover back" was not observed. The returned iol shows evidence of possible handling by the customer due to the presence of solution and how it was returned positioned incorrectly in the iol case. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).